Event description:
It was reported that the bd alaris¿ extension set was cracked and leaking. The following information was provided by the initial reporter: it was noted that filter on morphine noted to cracked/leaking.

Manufacturer narrative:
H6: investigation summary a complaint of filter cracking and leaking was received from the customer. No product or photo was returned by the customer. The customer complaint of component damage - leak could not be verified due to the product not being returned for failure investigation. A device history record review for model 10011865 lot number 22049156 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 12apr2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ extension set was cracked and leaking. The following information was provided by the initial reporter: it was noted that filter on morphine noted to cracked/leaking.